Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A surgeon reported a patient who is requiring an intraocular lens repositioning following cataract surgery with intraoperative aberrometry. The surgeon reports a message indicating no rotation required at an axis higher then expected. Additional information received; the lens was repositioned to the original axis and the patients vision has improved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received, the intraocular lens was tilted in the bag.

Manufacturer narrative:
The customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).